Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000030244. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07964. It was reported patient was experiencing ineffective coverage at the lumbar region. Ipg was inoperable and had charging issues as well. Surgical intervention took place where the entire lumbar system was explanted and replaced with a penta lead and ipg, thereby restoring effective therapy.